Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up. The CT revealed that the aneurx bifurcated stent graft had migrated distally without type I endoleak. The physician implanted endurant 36 aortic cuff and the migration was resolved. The physician stated that the cause of the stent graft migration was disease progression and neck elongation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.